Manufacturer narrative:
Technician replaced accessory outlet power cord to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Accessory outlet power cord had inside wires exposed, due to outer layer worn through.